Event description:
Additional information was received for this case. It was reported that the patient came in for normal follow up and a CT scan showed that the aui, iliac limb and fem-fem bypass graft are occluded. There is an axillary bi-fem graft in place. It was also noted that the aneurysm is still continuing to expand. According to the physician the cause of the event is that the aortic neck has continued to expand and a type ia endoleak was also noticed; however, the aneurysm diameter is unknown, because of coils and onyx in the aneurysm sac. The patient was referred to another physician for explant and aorta bi-fem open repair. The endurant aui and aneurx bifurcated stent grafts were explanted and were discarded by the user facility. No additional clinical sequelae were reported and the patient is fine.

Event description:
An aneurx stent graft system were implanted for the endovascular treatment of an abdominal aortic aneurysm at initial implant. An e ndurant aui and an endurant limb were implanted approximately 129 months after the initial implant. Currently, the patient's aorta at renal artery is 32 in diameter. It was reported the patient got a groin infection from the endurant aui and endurant limb placement surgery, which subsequently caused the fem-fem bypass to thrombose. The main body of the aneurx stent graft, endurant limb, endurant aui, and the aneurx right limb stent graft were occluded due to no outflow channel. An auxiliary-bi-femoral bypass was done to fix the issue. During patient's follow up cta, there appeared to be a persistent proximal type I endoleak. No device migration occurred. Physician attempted the coiling approximately two weeks after the follow up cta scan was done but was unsuccessful. Per the physician, the cause of proximal type I endoleak was suspected to be from disease progression and previously attempted inferior mesenteric artery (ima) embolization. No other treatment is planned at this time. The groin infection was resolved. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).